Event description:
It was reported that a user experienced loss of cgm signal to the ilet while using a dexcom g7, during which the user observed a glucose reading of 246 mg/dl on the g7 app and reported that the pump had disconnected from the sensor. Symptoms included no reported clinical symptoms. Outcomes included no reported alerts or alarms and no medical intervention or hospitalization. Investigation included user coaching on troubleshooting, education regarding cgm integration, and recommendation to consult the care team about alternative cgm options. Investigation of this case revealed that cgm-to-ilet communication was interrupted, while cgm readings became available shortly thereafter. It was concluded that the event was related to intermittent communication disruption between the cgm and the ilet, with no injury reported and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.